Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported issue was replicated/confirmed. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.665" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the cadiere forceps (470049- 7/ n10191028-0091) associated with this event has been performed. Per logs, the cadiere forceps (470049- 7/ n10191028-0091) was last used on (B)(6) 2020 on system sk2485. The alleged instrument had 2 lives remaining.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument jaws were broken and fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.